Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) which accelerated the patient's rhythm into ventricular fibrillation (vf). In episode v124, five shocks were delivered, therapy was exhausted in the ventricular tachycardia (vt)-1 zone, and the fifth shock converted the patient's rhythm. This crt-d remains in service. No additional adverse patient effects were reported.